Event description:
It was reported that the insulin pump alarmed calibration error and that the customer had to change her sensor twice within a 24 hour span. The customer stated that the sensor glucose reading was 40 mg/dl, so she tested her blood glucose reading, which was also 40 mg/dl. She stated that when she woke up, her blood glucose reading had risen to 210 mg/dl. She advised that she would call back another time in order to complete the troubleshoot procedure and was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.